Event description:
It was reported that a user experienced three episodes of low blood glucose while using the ilet bionic pancreas soon after pump initiation during the learning period, with logs reviewed showing nocturnal glucose reductions after bedtime and progressive improvement as the system adapted. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Troubleshooting and education were provided, and device data review was performed. Investigation of this case revealed no device malfunction and that automated insulin delivery was adapting to reduce insulin around the time of the events. It was concluded that the hypoglycemia events had an unclear cause with no evidence of device failure and that the system learning process was likely contributory. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.